Event description:
It was reported that "continuous popping and movement in my back, have been in pain ever since surgery".

Event description:
It was reported that "continuous popping and movement in my back, have been in pain ever since surgery".